Manufacturer narrative:
E1:(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the button couldn¿t be pressed properly. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. The device received was clean in appearance with no physical damage noted. The reported problem of failure that the button couldn't be pressed properly could not be replicated although during continued investigation an incomplete solder connection was found internally that could have caused reading not to be correct when pressing the button at end user. A quality alert was issued to manufacturing in july 2024 for missing solder and cold solder joints for awareness of complaints. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.